Event description:
At the start of the surgical case, the staff "smelled something" from the unit while it was going into the prime mode. The unit was turned off. There was no elevated pump noises prior to the failure and no indication of decreased vacuum levels. Another unit was used for the surgical case. Add'l clinical info has been requested.

Manufacturer narrative:
An initial eval by an integra field service engineer was performed on site at the user facility and it was noticed that the wires of the mechanical valves in the system melted, there was a smoke pattern on the mounting wall, and there was soot on the wires. Further investigation will be conducted when the device involved in the reported incident has been returned by the customer.